Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30156551m number, and no internal action was found during the review. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the ablation of the right ventricle outflow tract (rvot), the patient¿s blood pressure suddenly dropped. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove an unknown amount of fluid from the pericardial space. The patient¿s blood pressure stabilized after pericardial drainage; however, the bleeding did not stop, and an open-heart surgery was required to close the hole in the rvot. The patient was then transferred to the intensive care unit (ICU) and required extended hospitalization for monitoring purposes. Patient¿s outcome is recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition. No bwi product malfunctions were reported. Transseptal puncture was not performed during the case. There was no evidence of steam pop during the ablation. The flow was set at 2ml/min for mapping and 8ml/min below 30w. No more power than 30w was used. No error messages were observed on any bwi equipment. The parameters for stability used with the visitag were 3mm, 3s, 25%, 3g, 3mm tag size, no additional filter was used. Coloring option was not used to guide the ablation.